Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for several patient samples tested for elecsys testosterone ii assay (testo) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer that had the initial samples processed by a modular pre-analytical system (mpa). The customer stated that they had to repeat several samples of which some did not match. The customer provided the testosterone data for only 2 patients. This medwatch will cover the e170 modular. Refer to medwatch with patient identifier (B)(6) for information on the mpa module. Patient 1 initial testo was < 3 ng/dl, with a data flag. The initial result was from an aliquot processed by a mpa. The primary tube was then tested with a testo result of 27 ng/dl, with a data flag. The testo result of 27 ng/dl was reported outside of the laboratory, but was questioned by the doctor saying the result was too high. A secondary tube, which was from the same blood draw as the primary, was tested for testo twice with both result being <3 ng/dl, with a data flag. The testo results of <3 ng/dl, with a data flag, were deemed correct. On (B)(6) 2018 patient 2 had an initial testo result of 77 ng/dl with a repeat result of 120 ng/dl. The initial result was from an aliquot processed through the mpa while the repeat result was from the primary tube being loaded onto the analyzer. The repeat result was deemed to be correct. The erroneous results were released outside of the laboratory. There were no adverse events. The testosterone reagent lot was 23299404 with an expiration date of 31-aug-2018. The customer stated that they have had some qc imprecision, but qc and calibration results were acceptable on (B)(6) 2018. The field engineering specialist was unable to find a root cause. He replaced the pinch tubing and the tube joint with o-ring for sipper probe 2. He adjusted the fluid tubing and seals along with the pre-heat assembly. The customer ran calibration and qc with acceptable results. The field engineering specialist ran testosterone precision testing with acceptable results. The investigation was unable to find a definitive root cause.